Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that within three days of being implanted, the patient developed an infection. The consumer mentioned that the patient had a number of other unrelated health issues, so when the redness and swelling was pushed from the infection to the upper part of their thigh, the physicians waited a day or two before realizing and confirming that it was (B)(6). It was further reported that ayear or two later, the patient was having a nerve release surgery to alleviate the pain and their gall bladder ¿went bad¿ at the same time. The consumer stated that it took the patient a week to heal in the hospital. It was noted that the gall bladder issue was likely due to the mrsa from after the surgery. Indications for use are spinal pain and sciatic nerve injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.